Manufacturer narrative:
The device was in use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The clinical engineering reported the unit was tested and ran on o2 cylinders, with and without supply line, trolley adapters tested and the only issue was the respiratory therapist¿s expectations of cylinder life. They were running 90% o2 and a 34 bpm. The clinical engineering stated the unit had no issue. The unit was returned to service. No other anomaly was reported. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly. Based upon the information provided, the unit had no issues and did not malfunction this was user error.

Event description:
It was reported to philips by a customer that the unit empties o2 sensor too fast. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the caller stated the user claims that the oxygen tank (e-cylinder) empties in only a few minutes. The rse advised caller on how to check to be sure that the oxygen manifold did not have a faulty check valve. The rse advised caller that it is good practice to not turn tanks on until they are needed and provided part ID for manifold. The caller will troubleshoot further and will call back only if further assistance is needed. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.